Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for two patient samples out of 900 samples tested for roche diagnostics cobas elecsys anti-tpo (anti-tpo) on a cobas 8000 e 801 module (e801). Of the two samples, only one had an erroneous high anti-tpo result. The erroneous result was not reported outside of the laboratory. The sample initially resulted with an anti-tpo value of < 9.0 iu/ml when tested on a different e801 analyzer. The sample was then repeated on the complained e801 analyzer, resulting as 49.00 iu/ml. The sample was repeated again on the complained analyzer, resulting as < 9.0 iu/ml. The values of < 9.0 iu/ml were reported outside of the laboratory. The result of 49.00 iu/ml was believed to be incorrect. No adverse events were alleged to have occurred with the patient. The anti-tpo reagent lot number was 328672, with an expiration date of 31-jan-2019. The field service engineer checked the instrument. He checked the amount of water and water pressure, confirming there was no problem. Performance testing was run and no problems were seen. He checked the height of the mixer in the mixing position and there were no problems observed.

Manufacturer narrative:
Quality control results from after the event were provided. Several analyzer modules had controls that were outside of range high. The investigation was unable to find a definitive root cause.